Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ insulin pen needle the consumer experienced a needle break with intervention. It was stated the ¿needle broke during injection. Needle remained in patient's body. Hospital tried to locate needle, but could not. No surgery.¿

Manufacturer narrative:
Three sealed 31g x 5mm pen needle samples were returned from lot. No. 7200545, cat. No. (B)(4). Visual examination was carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned samples therefore no root cause can be identified.